Event description:
5 french 90cm nutraglide njt [nasojejunal tube] placed on [redacted] for nutrition. The placement of this tube was confirmed by x-ray and insertion was done per hospital policy. On [redacted], about three days later, abdominal ultrasound identified free fluid noted in abdomen, given hct [hematocrit] drop, concern for hemoperitoneum. Patient transferred emergently to ICU [intensive care unit], intubated and gen surgery exploratory lap identified feeds present in intra-abdominal space and njt found to have gone through intestinal wall about 1 cm at the d2-d3 junction right as the duodenum makes its turn. Intestines all looked healthy, and no bowel had to be resected. Hole was sewn shut and abdomen closed.